Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implanting this right ventricular (rv) lead a decrease in sensing was noted. The procedure was completed after sixty minutes. No adverse patient effects were reported.